Event description:
It was reported that after performing a kissing balloon technique in the lad and the diagonal, the voyager dilatation catheter was left in the lad, deflated, and then the balloon catheter was removed from the diagonal in order to implant another company's stent in the diagonal. However, the physician could not advance the stent and it was removed. Under fluoroscopy, it appeared that the voyager balloon had separated in the lad. No resistance was reported. The physician tried to snare the balloon, but this was not successful as it was very distal and there was poor flow. It was then believed that part of the catheter shaft may also have been in the pt (the balloon an the shaft were still intact); however, the shaft was not apparent under fluoroscopy. The physician then started stenting the artery down to the balloon, but there was slow flow. It was then decided to take the pt to open heart surgery; the pt was reported to be stable at this point. The vessel was accessed and everything was removed. The pt was reported to be in stable condition following surgery.